Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6. The device was returned to olympus for inspection, the reported failure "image was greenish" was confirmed and the reported failure "unable to white balance" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the insertion section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image was greenish was caused by a component failure of the insertion section. The most probable cause of the complaint "image was greenish" was cause traced to component failure. The most probable cause of the complaint "unable to white balance" was no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had greenish image and was unable to white balance. The issue was found during service / maintenance. There were no reports of patient involvement.